Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported multiple liquid quality control test fails. The instrument was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: the reported multiple liquid quality control test fails was verified during service. The service technician was unable to duplicate the issue as described, but found error codes to support customer statement. The service technician noticed that electronic controls were fine; performed functional test and found flag height outside of recommended limits. The issue was resolved by adjusting the flag height and performing multiple electronic controls and liquid controls. Preventive maintenance was performed per specifications. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.